Event description:
It was reported that the patient presented at a non-clinical environment. The patient stated that he experienced increasing heart rate due to an unknown malfunction of the pacemaker. No interventions were performed. The patient's condition was unknown.